Manufacturer narrative:
Results and conclusions: the reload was not fully inserted in the housing and the retention posts on the reload were not in the pockets in the housing. The resulting misalignment of the staple pockets in the reload and the pockets in the anvil caused the malformed staples and the failure of the knife to deploy and transect tissue. (See scanned pages).

Event description:
Lap small bowel resection. Plc60 was loaded with plcr60b reload and was fired. Staples were malformed and the knife blade did not transect the tissue. Upon opening, the reload started to fall off the instrument. The instrument was re-closed to prevent the dlu from falling off. Dlu was replaced and fired again to complete the case without further incident.